Manufacturer narrative:
(B)(4) the three subject rt380 adult breathing circuits have been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in alabama reported that three rt380 adult breathing circuits failed the ventilator leak test prior to patient use. There was no patient involvement.

Event description:
A healthcare facility in alabama reported that three rt380 adult breathing circuits failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d4: UDI details updated. Method: the three subject rt380 breathing circuits were not returned to fisher & paykel healthcare for evaluation. Our evaluation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that three rt380 adult breathing circuits failed the ventilator leak test prior to patient use. Conclusion: based on the limited information provided by the healthcare facility and without photographs or the return of the subject devices, we are unable to confirm the reported issue or determine the cause of the reported event. All rt380 adult dual-heated evaqua2 breathing circuit are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."